Event description:
A customer reported that the biometry measures are "out of tolerance" and the values are different from the factory standard. When tested on a test eye, the results were "in tolerance." Additional info has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).